Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and based on the information provided, the reported difficult or delayed positioning associated with delayed response when applying the ¿+/-¿ knob ((difficulty curving and straightening the tip) and positioning failure associated with unable to curve or straighten the tip is due to patient conditions. Image resolution poor is related to procedural conditions associated with imaging being difficult throughout the procedure. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a rotated heart, and a tethered posterior leaflet. It was noted imaging was difficult throughout the procedure. A steerable guide catheter (sgc) (30821r1024) was inserted, but the physician noted the sgc had a delayed response when applying +/- knob. The sgc was not replaced and the procedure was continued. An xtw clip (30710a1031) was inserted and grasping was performed. However, grasping was noted to be difficult. While performing independent grasping, the clip became caught on the anterior leaflet. Troubleshooting was performed, but the clip was unable to be removed. At this time, it was observed that one of the grippers was no longer working. Also, while attempting to remove the clip, the sgc no longer curved or straightened while applying +/- knob. The physician then decided to deploy the clip only on the anterior leaflet, and removed the sgc and clip delivery system (cds). The devices were successfully removed. An additional sgc was opened and one clip was implanted to stabilize the clip deployed on the anterior leaflet, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.